Event description:
No saline was pulled from the flush bag. The tubing was full of air, starting from the bag of irinotecan, through the cassette, and 4 inches below the cassette. The air inline did not alarm on the brain or the pump.